Manufacturer narrative:
This report is submitted on april 22, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to insufficient hearing benefit. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on may 20, 2024.